Event description:
It was reported that after replacing the power supply with a mobile power unit (mpu), a no external power alarm occurred. The log files recorded a no external power event while connected to the mpu. This was likely caused by power to the mpu being briefly interrupted. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6 - medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files; however, it was not reproduced. A review of the submitted log files on the reported event date 13dec2024 at 23:57:20, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing below the alarm threshold. This event was consistent with a loss of ac power. The backup battery was able to provide power to the controller during this event and the no external power alarm cleared on its own shortly after power was restored at 23:57:23. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The root cause of the reported event was determined to be the mpu ac power cord becoming disconnected from the wall outlet. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 11mar2024. Heartmate 3 instructions for use section 7 ¿ alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was asymptomatic. The no external power event was recorded on 13dec2024 at 23:57:17. The mobile power unit (mpu) had a v-lock connector on the ac power cord. The ac power cord did not come loose from the back of the unit but it was unplugged from the wall outlet. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was continued to be used and was not removed from service.